Event description:
The hub relief disconnected from the catheter.

Manufacturer narrative:
The following analysis has been performed on the returned product. Visual examination: the catheter was returned coiled within a plastic bag. The strain relief of the catheter was not attached to the proximal end of the catheter body. Microscopic examination: light optical examination of the catheter surface revealed that heat had been applied between the strain relief and proximal end of the catheter. However, the applied heat appeared to have been insufficient to fuse the strain relief and catheter body. This anomaly has been attributed to an operator-related error. Cordis has initiated appropriate actions to prevent a recurrence of this discrepancy.